Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1611902) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. According to the product instructions for use (IFU), users are cautioned that serious adverse events might result with the use of the mynx device in vessels not suitable for the use of the device. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Neither the device history record nor the information available for review indicate that there is a design or manufacturing related issue, therefore no preventative or corrective action is required at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that the mynx ace vascular closure device sealant (peg) was deployed inside of the patient's common femoral artery. The device was used following a diagnostic coronary procedure for femoral arterial closure. Multiple sheath exchanges were not required during the procedure and a procedural sheath greater than 7f was not used. Contrast/imaging was not used to ensure proper balloon placement. It is unknown if the deployer failed to maintain tension on the catheter while tamping. The peg was retrieved with a filter basket and thrombus was removed to restore distal blood flow. At the time of this report, the patient was noted to be recovering. The patient was hospitalized for several days. Additional information was requested, but was unknown.